Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt has had two episodes of pain and the first episode started a week ago. Pt said the pt was in so much pain last night that they almost brought them to the ER. Pt rep said that the pt was in a panic because they couldn't get their situation to turn on; pt rep said the pt has been seeing eri messages appear on their recharger and said that the stimulator battery quickly drains. Pt rep said that the pt has a doctor's appointment today at 1 pm. Pt rep said they would like a medtronic rep to be at the appointment. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed medtronic reps for visibility. Pt rep said that the pt was seeing eri messages appear on their recharger. On (B)(6) 2022, additional information was received from the patient reporting that the patient's battery was replaced on (B)(6) 2022 and the issue was resolved.